Event description:
The report states "iab catheter ruptured". As a result, the iab was removed. A 2nd iab was not inserted as it was "not necessary". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). The reported complaint for "iab catheter ruptured" was confirmed upon investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in the supplied return kit and was in a sealed bio-hazard bag (inp-1, inp-2). Upon return, the one-way valve was tethered to the short driveline tubing (inp-5). The supplied arterial pressure tubing was noted connected to the iabc luer (inp-4, inp-5). The iabc bladder was fully unwrapped (inp-6). Bends to the iabc central lumen were noted at approximately 5.4cm, 39.3cm, 54.2cm and 62cm from the iabc distal tip (inp-7 through inp-10). Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane (anp-1). Under microscopic inspection, abrasions were observed from approximately 10.1cm to 11.2cm from the iabc distal tip (anp-2). A full thickness abrasion to the bladder was confirmed at approximately 10.4cm from the iabc distal tip and the appearance was consistent with repeated contact with calcified plaque on the aortic wall (anp-3). No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 39.5cm and 54.8 cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire met resistance and could not advance at approximately 54.8cm from the iabc distal tip. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 27.1cm, which is the location of the previous noted bend. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak was related to patient condition. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states "iab catheter ruptured". As a result, the iab was removed. A 2nd iab was not inserted as it was "not necessary". No patient harm or injury. The patient status is reported as "fine".

Event description:
The report states "iab catheter ruptured". As a result, the iab was removed. A 2nd iab was not inserted as it was "not necessary". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.